Event description:
Unomedical reference number (B)(4). Event occurred in puerto rico, united states. On (B)(6) 2021, it was reported that a patient had issues with infusion set, as the tubing detached from tubing connector while doing normal activity. The site location was his abdomen and the pump was located on the right side of belt always. The infusion had been used for two days and he stored them in a refrigerator. Further, there was not stress or pull on the tubing and the pump was not dropped with the set connected to his body. Moreover, he stated that he had issues with four infusion sets. No further information available.